Event description:
It was reported that the patient experienced syncope with a documented four second pause on ECG (electrocardiogram). It was also noted that the lead was oversensing and that there was no clt (carelink transmission) info displayed. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).